Event description:
Consumer claims she was using a heating pad and it did not turn off. She is alleging it burned her leg.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing).